Event description:
It was reported through the stryker facebook page, "good to hear this. I had total knee replacement oct. 2nd of this year. Still in a lot of pain. Taking extra strength tylenol but pain is still bad. Hopefully it will get better soon. Doing home therapy now but did do therapy at rehab 2 x a week for 2 months."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.